Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 15 mmol/l. Customer stated that the act button was not working. Customer was unable to prime/fill the new reservoir and set. The pump was not dropped or bumped. There was no moisture and the customer used an energizer battery in the pump.

Manufacturer narrative:
The insulin pump received with button error alarm and had an unresponsive up buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had a cracked lcd window, cracked case on the display window corner, cracked battery tube threads, cracked belt clip and cracked reservoir tube lip